Event description:
Allegedly the patient was revised due to mom complications.

Manufacturer narrative:
After the initial report, it was determined that there was no complaint alleged against the device. Please void the initial report.